Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Olympus followed up with the user facility to obtain additional information. The user facility reported that they conducted microbiological testing for the automated endoscope reprocessor (aer;etd 2), in which the subject device had been reprocessed, and the testing result indicated no microbial growth for the sample collected from the aer. The exact cause could not be identified.

Manufacturer narrative:
This supplemental report is being submitted to the evaluation result by olympus poland (opl). After the additional microbiological culturing test by olympus europa (oekg), opl evaluated the subject device. The evaluation confirmed that the distal end and bending section were wear and tear, but the portions and functions of the subject device which are possibly associated with the reported event were within the specifications. The exact cause could not be identified.

Manufacturer narrative:
The subject device has not been returned to olympus medical systems corp. But was returned to olympus (B)(4). The subject device was sent to a third party laboratory for additional microbiological testing. In the additional test, the test result indicated no microbial growth for the subject device. Omsc reviewed the manufacture history of the subject device and confirmed no irregularity. The exact cause could not be determined. If significant additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that the subject device tested positive for pseudomonas cryzihalbitans esbl(-) and staphylococcus bovis hlar(-) vre(-) during a routine surveillance culturing test at the user facility. It was also reported that the subject device tested positive for pseudomonas cryzihalbitans esbl(-) during additional culturing test, which was conducted on (B)(6) 2019, after cleaning and disinfection at the user facility. The user facility had reprocessed the subject device using an olympus automated endoscope reprocesser;aer (mini etd2, not available in the USA ) peracetic acid. There was no report of patient infection associated with the event.